Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced gastrointestinal bleed admission on (B)(6) 2016 was reported on medwatch MFR. Report # 2916596-2016-01603. Approximate age of device ¿ 6 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient had a gastrointestinal bleed (gib). The patient was admitted with orthostatic hypotension and anemia and was on warfarin at the time of the event. The patient did not endorse melena or hematochezia but had heme positive stools. The patient's supine blood pressure (bp) was 102/d, seated bp was 92/d, and standing bp was 100/d without any dizziness or lightheadedness. The patient received 2 units of packed red blood cells in a 24 hour period with 3 units total and an appropriate increase in hematocrit. A resolved date of (B)(6) 2016 was provided. No diagnostic tests were performed for this event, but during a previous admission for gib in (B)(6) 2016, an endoscopy was performed which showed evidence of arteriovenous malformations in the proximal jejunum. No additional information was provided.